Manufacturer narrative:
Tech found the bed in bed shop. The head section would not go up above 30 degrees as the head up valve was stuck. Replaced the head up valve to resolve this issue.

Event description:
Complaint received that the head section would not go up. No alleged injury by account.